Event description:
It was reported that the tip of the drill guide broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However; should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: drill guide break . Probable root cause: design: -guide mouth or shaft too weak. -guide shaft material weak. -guide windows too large process. -guide manufactured out of specification application. -excessive force on guide. Lot number is unknown; therefore, manufacture date can not be confirmed. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the tip of the drill guide broke during the procedure. All pieces were retrieved.